Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2019-jul-22. It was reported that during surgery on (B)(6) 2019, the catheter was also noted to be bent and misshapen by scar tissue. The event was resolved without sequelae on (B)(6) 2019. The etiology indicated the event was possibly related to the device/therapy, and was related to the implant procedure with surgery/anesthesia indicated as a contributing factor.

Manufacturer narrative:
The pump was returned, and analysis found a failed lab dispense test which was above specification. The catheter was returned, and analysis found user damaged beyond intended reliability to the catheter body which likely occurred at or after explant. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drugs being were 870 mcg/ml fentanyl at 530.51 mcg/day and 19.5 mg/ml bupivacaine at 11.891 mg/day. The reason for use was post-laminectomy syndrome. Allergies were contrast dye, iodine, and sulfa. Comorbidities were vascular disease, pre-diabetes, htiv, vascular stent x2, heart disease, and brain surgery. It was reported that the catheter material melted when exposed to cautery. A new pump catheter was needed. At routine pump replacement surgery, the doctor used cautery and it slightly touched the catheter and melted it. He wants to report that this is a design change that should be made to the catheter, to be tolerable to cautery. There were no symptoms reported. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.